Event description:
Note: this report pertains to the first of three devices that were used during the same procedure. Manufacturer report #3005099803-2010-02400 pertains the second device, and manufacturer report #3005099803-2010-02433. Pertains the third device. It was reported to boston scientific corporation that during an anterior repair procedure using a uphold vaginal support system, the physician made numerous attempts to suture the sacrospinous ligament but was unable to hit the ligament with the capio device. The physician opened a stand-alone standard capio device (a boston scientific product), but upon loading the needle attached to mesh leg into the capio device, approximately two millimeters of suture (with the needle at the end) detached from the mesh leg, outside the patient. The physician tried tying a tight knot between a stand-alone prolene suture (manufacturer unknown) and the affected uphold mesh leg, but was unable to do so due to challenges presented by the patient's anatomy. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Exact age is unavailable, but the patient is reportedly over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.